Event description:
It was reported to philips that the device could not boot up and the monitor display was a black screen when the switch was turned to the on position. There was no reported patient involvement.